Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cracks were noted on the display window. However, the insulin pump did have minor scratches on the display window, as well as a cracked case at the display window corner, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there is a crack on the face of the insulin pump. Customer's blood glucose reading was 303 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.